Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 08:00am on (B)(6) 2015 she obtained a result of ¿150mg/dl¿ on the subject meter. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and exercised as normal in response to the alleged inaccuracy. The patient stated that at 11:00am on (B)(6) 2015, 3 hours after the alleged inaccuracy, she developed symptoms of ¿sweating, headache, dizzy, blurred vision and fatigue¿ and that she tested her blood which gave a result of ¿180mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and that the customer did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy.